Event description:
User states she has sporadic sampling problems and received very low and zero results for an estimated 40 patient samples. These samples were repeated on another analyzer and had normal results. The incorrect results were not reported. Two examples were provided. One example for lipase was considered discrepant. Initial result was 0 u/l, repeat on the same analyzer was 0 u/l, repeat on another analyzer was 800 u/l. The customer refused to provide any additional patient information.

Manufacturer narrative:
The field service representative found the sample probe had gone into the gel separator. He replaced probe, cleaned out the rinse station, replaced the cells and performed a clot sensor check three times. Qc was performed to verify the operation of the analyzer and was within specification.